Event description:
It was reported that during a da vinci-assisted gastric roux-en-y surgical procedure, the sureform60 stapler fired but did not staple. On 15-sep-2020 intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr) who spoke directly with the surgeon, regarding the reported event: the surgeon had used the sureform 60 stapler instrument during the procedure and during the second fire of the procedure, the surgeon had a green sureform60 reload installed on the sureform 60 stapler instrument and fired on the stomach pylorus. The surgeon had reported that when he fired, the gastric tissue was pushed out as the blade was deployed. As a result, there was a hole in the gastric tissue. The surgeon had to transect more of the gastric tissue than intended. The procedure resulted in a partial gastrectomy. The csr confirmed there were no clamping issues, no tissue bunching, no compression pauses, no system generated errors, and no buttress material was used. The csr confirmed that the site completed the procedure with a backup sureform 60 stapler instrument with no further issues. The surgeon had confirmed that the patient was reported to be recovering well with no post-operative complications.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A review of the site¿s complaint has been performed and identified two additional complaints that were generated to document the initial report of this event. A video of the procedure was provided for review. An isi clinical development engineer (cde) reviewed the video and the following information was noted: at 22:30 (in the video), the second fire of a staple line is placed on the stomach, crossing the first staple line. Tissue is pushed proximally deep into the crotch of the jaws. A clamp is initiated and completed without issue. After slight repositioning of the stapler, a fire is initiated. The fire pushes the clamped tissue distally rather than holding it in place, until there is a pause for compression with 18mm remaining. For the final 18mm, tissue is held in place as tissue is transected. Upon completing the fire and unclamping, the staple line is partially transected, with many staples appearing not fully embedded and not taking their intended shape. Some bleeding is visible from the staple line. The staple line is then reinforced with suture and clips, and bleeding is resolved with cautery, suture, and clips. The next stapler fire is positioned adjacent to the previous. Some repositioning of tissue and the bougie is performed after the first clamp and re clamping is performed. Tissue is not pulled as deeply into the jaws as compared to the previous fire. The stapler is then fired again, and tissue is held in place as the fire proceeds distally. The fire appears nominal. One staple can be seen partially embedded on the left side of the staple line; this staple is extracted by the vessel sealer and can be seen to be partially formed upon removal. The video was also reviewed by an isi medical safety officer, who provided the following information: the surgeon removal of additional stomach tissue that was not planned as part of the procedure but still results in a successful, acceptable surgical outcome. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform60 stapler malfunctioned during procedure, as a result, there was a hole in the patient's stomach. When fired the blade became exposed but did not staple. The surgeon had to resect part of the patient¿s stomach as a result.